Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient went to the hospital for treatment of an unknown condition related to their diabetes. No further information was received, no troubleshooting was completed, and follow-up calls were unsuccessful in contacting the patient. This complaint is being reported because the device could not be ruled out as a cause or contributing factor in the reported health event.